Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle would not attach to the pen on the bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the pen needle could not be attached to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-may-2022. H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 1160301, cat. No. 320136. A functionality test as per q-sop-183-dl was carried out on the returned sample and damage to the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to misalignment at the pick and place station in assembly.

Event description:
It was reported that the pen needle would not attach to the pen on the bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from japanese to english: the pen needle could not be attached to the pen.